Event description:
Information was received indicating that a cadd medication cassette bottom was leaking, cracked. It was reported the end user threw the cassette away. No adverse patient effects were reported. No additional information is available.